Event description:
During a pta/stenting treatment procedure, insertion difficulties were encountered with the ultra-thin diamond balloon catheter. The physician felt much friction and was unable to pass the balloon through the lumen of the 5f sheath. An utd 5/20 mm balloon was used to treat the lesion and the procedure was subsequently completed without any difficulty. No pt injuries or complications were reported. Current pt status is reported as 'good'.